Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous right peroneal artery. A 2mm x 20mm x 143cm coyote es mr balloon catheter was advanced over a non bsc guide wire. During first inflation at 8atm the balloon ruptured after being inflated for 15 seconds. The physician completely removed the device from the patient. The procedure was completed with another of same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the coyote es catheter was received inside a carrier tube (hoop). There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall in the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).